Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No issues were identified that would have impacted the performance of the device. The product was not returned for evaluation. Multiple low glucose alerts began at approximately 3:55[?]pm, including an urgent low glucose alarm. Additional low glucose alarms continued into the evening. Cgm alerts were triggered appropriately, and insulin was delivered in regular intervals unless glucose values were low, or insulin delivery was paused. Although some alarms were not consistently acknowledged, system behavior was consistent with intended functionality. The cause of the user's hypoglycemia could not be determined.

Event description:
On (B)(6) 2025, a clinical support specialist reported that the user experienced hypoglycemia on (B)(6) 2025 at approximately 4:30[?]pm, with a recorded nadir blood glucose (bg) of 37[?]mg/dl. The user was treated with oral glucose and a glucagon injection prior to emergency medical services (ems) arrival. The user was transported to the hospital and admitted for observation. No additional treatment beyond food was required at the hospital, and the user was discharged on (B)(6) 2025. The user resumed ilet therapy following discharge. No symptoms or long-term effects were reported.